Event description:
Nurse was inspecting IV tubing and found carefusion smartsite screw connector spike was broke off inside b. Braun caresite access device.======================manufacturer response for pump tubing infusion set, smartsite, smartsite (per site reporter).======================both carefusion and b. Braun appear to be concerned.